Manufacturer narrative:
(B)(4)

Event description:
It was reported that after suctioning a patient, a ventilator generated an alarm and an indicator light was blinking. A nurse confirmed there was a blank display. Although, the device was rebooted and it started ventilating normally, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. A non-medtronic service provider returned a main printed circuit board (pcb). The service engineer evaluated the main printed circuit board (pcb) and could not verify the reported complaint. The pcb was placed into a test device, connected to an alternate current (ac) power supply and an unrelated issue was found. The reported event was not duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.